Event description:
Customer reported: rt4851-18 circuit found to be broken close to pt "y" adaptor.  Vent circuit changed.  Broken piece tagged for inspection. The plastic cracked with almost no raw edges and stuck with part of it stuck in the patient "y" and the other half on the circuit. The extension tubing was not used in this particular case. The plastic piece that inserts into the patient "y" cracked and sheared off at the patient "y" creating a massive leak, caused a ventilator alarm and disconnection from the ventilator. Additional information received on (B)(6) 2013: there was no harm to the patient. The sample is in risk management here and not available for review.

Manufacturer narrative:
(B)(4). No sample was available for evaluation. However, a picture was received, where we could observe the crack/shearing of the product. A review of the production record was performed and indicated that the product was made of k-resin material. Carefusion has implemented a project plan of a material change to polycarbonate material in the efforts to decrease the likelihood of cracking/shearing. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material. The material of the product for this complaint was manufactured prior to implementation of these corrections.